Event description:
Customer encountered a drb7 allele designated as rb7 in the unimatch software report with lane 27. Drb7 genes are pseudogenes that do not encode for expressed hla genes, according to r and d. Catalog #. Customer complaint # (B)(4).

Manufacturer narrative:
Product 54270d, lot # 015 1103789 software database incorrectly labels pseudogenes drb2, drb6, drb7, drb8 and drb9 when interacting with the unimatch analysis software. The "d" designation is removed from name in report. Product is not performing to specification in regards to the representation of pseudogene alleles in the software interface. Root cause is a software bug in the result sorting process that does not add back in the "d" for the pseudo genes. Hhe will be performed to assess clinical risk. Given an hpqc designation 12377 to be addressed at next software revision. No impact to patient management was reported.